Event description:
It was reported that during implant, the pulse generator exhibited low impedance and connector anomaly. The device was not used.

Manufacturer narrative:
Analysis found normal device characteristics.